Manufacturer narrative:
Per the clinic, the patient underwent revision surgery on (B)(6) 2016 to replace the dislodged internal magnet. This report is filed august 30, 2016. Implanted device remains.

Manufacturer narrative:
This report is filed on (B)(6) 2016. Implanted device remains.

Event description:
Per the clinic, the patient experienced magnet dislodgement subsequent to sustaining a head trauma. Revision surgery to replace the magnet is planned but has not taken place at the time of this report (B)(6) 2016.